Event description:
The customer reported to olympus, a e103(lamp light-up error) occurred on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a e103(lamp light-up error). Tac instructed the customer to verify the lamp meter which was at 500 hours. Customer was instructed to replace the xenon lamp. Tac provided the part number, emailed the clv-s190 instructions for use and to reference chapter 6 lamp replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that error e103 occurred due to usage of the lamp that exceeded the estimated replacement period causing the lamp to not light properly. However, it is unknown if the lamp exceeded the 500 hour lamp life. Therefore, the root cause of the reported event could not be determined. This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.